Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The investigation determined the reported single leaflet device attachment (slda) and tissue injury appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4. The first clip was successfully deployed. After deployment, a leaflet rupture occurred, and the clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted stabilizing the slda clip. Mr was reduced to 3. No additional information was provided.